Event description:
Pt was in the ep lab for ablation. At the beginning of the procedure one of the sheaths broke and part of it was left intravenously. A cv surgeon removed the broken segment. The ablation procedure was aborted and the pt was successfully extubated. However, prior to the pt being transferred out to the ep lab, she developed severe bradycardia and then pea. She was resuscitated, intubated and admitted to the ICU.